Event description:
It was intended to use a resolute integrity drug eluting stent to treat a lesion in the mid lad. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped prior to use with no issues identified. Negative prep was performed prior to use with no issues noted. The lesion was pre-dilated. It is reported that during stent deployment a balloon burst occurred. An inflation pressure of 8 atm had been applied to the balloon. It is reported that the device was passed through a previously deployed stent, and that resistance was noted during positioning. Excessive force was not used. The physician used another stent, of same size, to successfully treat the patient. The patient developed st elevation and a drop in blood pressure was observed. No intervention was carried out to treat the symptoms.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (balloon rupture). Related to operational context (balloon damaged during positioning). No results available since no evaluation performed (device not returned). Evaluation conclusions: known inherent risk of procedure (balloon rupture). Unable to confirm complaint (device not returned). Operational context contributed to event (balloon damaged during positioning). (B)(4).

Manufacturer narrative:
Additional info: it is reported that after inflation of the stent, the patient experienced severe chest pain and became restless and diaphoretic. (B)(4)